Event description:
Reporter stated that pt obtained back-to-back glucose results of 11.9 mmol/l, 2.8 mmol/l, 7.8 mmol/l, on the aviva system. Reporter noted that pt did not modify therapy based on these results. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.